Event description:
Freestyle libre 3 devices are incompatible with all current versions of the apple ios operating systems. This is a known issue by the company, which refuses to update the software and instead forces patients to buy additional devices so that their product works. This is a hardship for those with limited incomes. Also because the system does not work accurately with apple devices critically low glucose readings may go undetected leading to patients losing consciousness.